Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and that there was no culture analysis, the cause of the reported local reaction could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lot history record for the subject device indicated that the mynx device met all performance specifications upon shipment.

Event description:
It was reported to an aci sales professional that a patient underwent a diagnostic catheterization procedure in 2009. Access of right femoral artery was obtained via a 6f sheath. The physician proceeded to prep and deploy the mynx closure device. Hemostasis was achieved successfully. The patient was ambulated and discharged per hospital protocol. The following month, the patient returned with redness, swelling and pain at the access site. The patient was taken to the operating room for a surgical groin exploration in which the site was drained. There was no arterial involvement necessitating vascular repair. Culture or blood work was not performed because, the physician did not believe that the site was infected. It was reported that the site healed with no further clinical sequela.